Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the right common femoral artery after a diagnostic procedure. Reportedly, during knot advancement, the suture broke. The device was removed from the anatomy. Another proglide device and manual compression were used to achieve hemostasis. While in recovery, it was observed that the patient had no doppler reading. After an angiogram reading, it was reported that an occlusion occurred at the site and surgical intervention was required. There was no reported adverse patient sequela. Though requested, additional information was not provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was not identified;therefore, a device history record review could not be performed. The first perclose proglide 12673-03/unk is bing filed under a separate medwatch MFR#.